Event description:
The physician implanted a scuba co-cr peripheral stent to treat a lesion in the right proximal brachiocephalic artery ((B)(6) 2014). The lesion exhibited > 80% stenosis (large stenotic area in the trunk of the brachiocephalis and at the subclavian phenomen). Dimension 9-10 mm. The device was removed from the packaging as per the instructions for use. The device was inspected and prepped prior to use with no issues noted. During delivery to the lesion, no resistance was encountered and the device did not pass through any previously deployed stents. The stent deployment was controlled with an indeflation device at nominal pressure without any trouble or problems reported. Normal form from the stent after deployment. At the six month follow up, it was observed that the stent was broken/deformed. The patient is asymptomatic and no operation is planned yet, however, it was reported that the patient was sent for bypass surgery. The patient has anticoagulation medicaments. Patient is alive with injury. ¿please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary).¿

Manufacturer narrative:
Evaluation, results: no results available since no evaluation performed (no device returned); limited information, root cause of the issue is undetermined. Evaluation, conclusion: limited information, root cause of the issue is undetermined; unable to confirm complaint (no device returned). (B)(4).

Manufacturer narrative:
Off ¿label, unapproved or contraindicated use -device used bifurcation between brachiocelaphic artery and aortic arch. The scuba stent is designed for the treatment peripheral arteries below the aortic arch (B)(4).

Event description:
Additional information received confirmed patient is assymptomatic and no operation has been planned to date. Image review: the images provided confirm that the stent was deployed in the bifurcation between brachiocelaphic artery and aortic arch. Images show that post deployment the stent appeared bent in the middle. Further images show that the stent appeared to be broken in two parts.